Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/11/2017 with the following findings: during testing, the meter remote was powered on and immediately emitted an error 1 with sub code 5. The meter remote could not be paired with a pump to complete investigation, and the error could not be cleared.

Manufacturer narrative:
The remote has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a message "error 1". There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may lead to a delay in treatment due to an inability to obtain blood glucose readings.